Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined based on the following investigation results. -the reported event was not reproduced from the device evaluation results. -there was no abnormality in the manufacturing history of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device, but couldn't duplicate the reported phenomenon. According to the information provided by olympus (B)(4), the device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the reprocessing, it was found that the examination lamp did not light up. The device was used in combination with the olympus videoscope gif-h170. The user completed the next procedure, gastroscopy, with another device, and the procedure was not delayed by more than 15 minutes. There was no report of patient injury associated with the event.